Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient?- unknown device return status: complaint sample discarded. The fresh foil of same batch is available for return. Device is available pcf deferred due to quarantine restrictions lot no.v1002. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke while knotting. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 4/20/2022. H6 component code: g07002 - device problem not found. Investigation summary: complaint sample: one intact reference sample was provided for testing for code nw3709 lot v1002. Received reference sample was visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The received sample was further tested for straight pull test and found to be meeting the specification requirements. Individual straight pull value of reference sample- 0.793 n (against individual straight pull test requirement 0.216 n). Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw3709 lot v1002. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code nw3709 lot v1002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, straight pull tensile strength test is applicable & measurable parameter. Straight pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average straight pull tensile strength value of the retain sample was found to be 0.546 n and value at the time of finished good release was found to be 0.638 n which meets the usp average straight pull tensile strength requirement i.e. Nlt 0.422 n. All the individual as well as average straight pull tensile strength values of retain sample and individual straight pull value of reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw3709 lot v1002. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.